Manufacturer narrative:
(B) (4). The intraocular lens (iol) was not received for analysis. An empty lens case only was received. The initial report from the account stated the lens implanted was the improper power. Manufacturing records are currently under review at the manufacturing site. The cause of this event is undeterminable at this time.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the improper iol power implanted initially and the patient's unexpected post operative refraction.